Manufacturer narrative:
A ge service rep performed an onsite investigation. The ccd camera was replaced. The system was then found to be operating as intended.

Event description:
The customer reported that the system displayed a communication failure error message that was related to the system's camera. This error disables x-ray functionality. There is no report of pt injury.